Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the shock was not delivered with internal paddles. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
This report is based on information provided by philips bench repair center and has been investigated by the philips complaint handling team. The philips bench repair center evaluated the device and the internal paddles, and both passed testing. A philips product support specialist evaluated the device logs and determined there was no evidence indicating the therapy function of the device was impaired. A philips clinician reviewed the patient event file and the following was found: there were two device shock attempts, each disarmed for different reasons: - et 00:00:38 ¿ the defibrillator disarms automatically when the shock button was not pressed within 30 seconds of charging. - et 00:01:09 ¿ device switched from therapy to monitor mode, disarming the charge. One shock was successfully delivered at et 00:02:25. Case events in elapsed time (et): et 00:00:02 ¿ selected energy ¿ 10j; et 00:00:03 ¿ sync mode; et 00:00:08 ¿ charging ¿ 10j; et 00:00:38 ¿ charge disarmed - the defibrillator disarms automatically when the shock button was not pressed within 30 seconds of charging. This feature is designed for the safety of users and patients to avoid an unplanned shock. This feature is configurable ¿ enabling longer times between charging and shock delivery of 60 or 90 seconds. Information regarding this configuration is available in the efficia dfm100 instructions for use (IFU), in the manual defibrillation section page 80. Et 00:00:43 ¿ charging ¿ 20j; et 00:01:09 ¿ monitor mode; et 00:01:09 ¿ charge disarmed - the device was placed into monitor mode (device was switched from therapy to monitor mode, disarming the charge). Et 00:01:29 ¿ internal paddles on; et 00:01:29 ¿ internal paddles off; et 00:02:07 ¿ internal paddles on; et 00:02:08 ¿ internal paddles off; et 00:02:12 ¿ internal paddles on; et 00:02:14 ¿ sync mode; et 00:02:14 ¿ selected energy ¿ 10j; et 00:02:18 ¿ selected energy ¿ 20j; et 00:02:21 ¿ charging ¿ 20j; et 00:02:25 ¿ shock delivered: - energy ¿ 18.8 j; - impedance ¿ 36.3 ohms; - peak current ¿ 15 amps; et 00:02:26 ¿ external paddles off; et 00:40:32 ¿ device off. Two device shock attempts were found to be disarmed. Based on the information provided and the testing conducted, the device functioned as designed. Based on the information available and the testing conducted, the cause of the reported problem was the user disarming the shock attempts. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the shock was not delivered with internal paddles. The device was in manual mode. Patient outcome was successful resuscitation. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
The philips bench repair center evaluated the device and the internal paddle and both passed testing. A philips product support specialist evaluated the device logs and determined there was no evidence indicating the therapy function of the device is impaired. Pending philips review of the patient event file. A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the shock was not delivered with internal paddles. The device was in manual mode. Patient outcome was successful resuscitation. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.